Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 13 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 15 infusion set leakage event on 06-may-2024. The infusion set was in use for 20 hours. The glucose level was 350 mg/dl . No further information available.